Manufacturer narrative:
H10: additional manufacturer narrative. Updated h6 per new information received.

Manufacturer narrative:
The incidence of perioperative cardiac arrest after open heart surgery ranges from 0.7% to 2.9% there are multiple etiologies of cardiac arrest, a rare cause is valve failure. The principal causes of cardiac arrest post cardiac surgery are electrophysiological disturbances like arrhythmia or reversible mechanical causes such as graft malfunction, cardiac tamponade, major surgical bleeding or tension pneumothorax. The device was not returned for evaluation, as it remains implanted. The root cause of this event cannot be conclusively determined. However, it is likely that patient related and/or procedural factors contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. UDI number: (B)(4).

Event description:
It was learned via the implant patient registry that after a 23mm aortic valve was implanted, the patient arrested after protamine was given. Tee showed a properly functioning aortic valve and normal wall motion for both ventricles. Due to a concern for right coronary occlusion, a CABG was performed, and iabp was placed. The patient arrested again in the ICU and expired on pod #0. Per the medical records: the patient presented with as and underwent an avr. The patient came off bypass without difficulty. Intra-op tee showed normal wall motion and proper functioning of the aortic valve. After protamine administration the patient began to deteriorate and required open chest cardiac massage and re-cannulation to resume bypass. The surgeon performed a CABG x1, just in case the right coronary ostium had been harmed by the valve replacement, but felt this was very highly unlikely because the patient came off bypass without difficulty. After the CABG, protamine was given and the patient¿s blood pressure again diminished and cpb was resumed. Another CABG was performed and iabp was placed. The patient was transferred to the ICU, went into cardiac arrest, and expired. The surgeon noted that this was perplexing and could not explain why the patient had normal ventricular wall motion after weaning from bypass, and then decompensated after the administration of protamine.edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.